Event description:
The patient presented with an aborted vf therapy due to noise. Egm inspection showed far field sensing of the atrial signal. The lead was explanted and discarded.

Manufacturer narrative:
Na